Manufacturer narrative:
The device was not returned for evaluation; therefore, a definitive root cause could not be determined. Based on historical data, possible causes include electrical problems like electrical/electrical component; short circuit; open circuit; signal loss. Material problems like degradation. Mechanical problems like stress; fatigue; mechanical shock; wear and tear; deformation. Environmental problems like dust or dirt. Optical problems like light source issues. These causes can occur between components such as circuit board; led (light emitting diode); light source; bulb; power supply; electrical cable; connector/coupler; socket; fan/blower; memory/storage; and electrical cable without any design or manufacturing issue. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the subject device's light source could not be turned on, and the mains power connector was loose. The issue was found during setup/inspection for use. There were no reports of patient harm.